Event description:
The account alleged that the bed had no head up function or foot extension function. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.